Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high thresholds, noise oversensing, and pacing inhibition. Subsequently, the rv lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.